Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced presyncope and was transferred from a rural hospital to a referral center for device interrogation. Upon interrogation, the pulse generator exhibited loss of output and high ventricular impedance. After programming the pulse generator to the unipolar configuration, normal output and impedance were observed. The patient remained hospitalized in stable condition. On (B)(6) 2015 surgery was performed and it was noted that the lead/header connection was loose. The physician secured the setscrew properly and all electrical parameters were normal thereafter. The patient was stable throughout and after the procedure.